Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (6 mg/ml at .2 mg/day) via an implantable infusion pump. It was reported that the patient had surgery for weight loss and the pump was flipping in the pocket. Surgery was performed to move the pump to a new pocket and uncoil the catheter. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.